Event description:
It was reported that this right atrial (ra) lead exhibited noise most likely due to myopotential however, there was no over-sensing observed. Additionally, there was a low out of range pacing impedance measurement measuring, less than 200 ohms which triggered a stored signal artifact monitoring (sam) due to over-sensing of atrial fibrillation/atrial flutter. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).